Manufacturer narrative:
On 12 jan, 1996, dr. Implanted a 19 mm aortic st. Jude medical mechanical heart valve (model 19a-101). On 8 oct, 1997, another dr. Explanted this valve due to paravalvular leak. A 17 mm aortic st. Jude medical mechanical heart valve hemodynamic plus series (model 17ahp-105) was then implanted. The explanted valve was not returned to st. Jude medical heart valve div for analysis. Results of investigation: the valve's device history record was examined to ensure that each mfg and inspection operation was followed by the appropriate signature and date, indicating that the process was performed in accordance with st. Jude medical's specifications. Each operation for the mfg and inspection of this valve and its packaging was followed by the appropriate signature and date. Info reviewed from the valve's device history record indicated the valve complied with st. Jude medical specifications at the time of MFR. Results of this investigation are inconclusive due to the fact st. Jude medical heart valve div has not received the explanted valve for analysis, nor any add'l info which may have aided in this evaluation. The cause of paravalvular leak remains unk.

Event description:
This valve was explanted due to paravalvular leak. A 17ahp st jude medical mechanical heart valve was then implanted.